Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not operate correctly. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for the return of the device. The customer has responded and indicated the device will not be returning since they believe this was not a device malfunction. This was the only information provided.